Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed four similar complaints from this serial number. All four similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number (B)(4) are: unconfirmed as the failure could not be reproduced. (Reference: MDR number 3006260740- 2018-01568), confirmed, root cause is internal failure (reference: MDR number 3006260740- 2020-00247), unconfirmed as the failure could not be reproduced (reference: MDR number 3006260740-2020-01964), unconfirmed as the device was not returned for evaluation (reference: MDR number 3006260740-2020-02696).

Event description:
Per biomed, image is snowy and pixels are 'big' with different probes, etc.